Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-2218-50, serial/lot#: (B)(4), description: linear st lead, 50cm. The devices will not be returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that a patient passed away during the trial implant procedure due to cardiac arrest. There were no issues identified during that trial that could have contributed to the patient's death. The physician believes the patient's death is not device or procedure related. The patient had co-morbidities which are believed to have contributed to the patient's death.